Event description:
It was reported that the insulin pump alarmed while the reservoir and insulin were being changed. Blood glucose reading was 140 mg/dl. Advised to disconnect from the insulin pump. The drive support cap was found to be protruded. Advised to discontinue using the insulin pump. Explained the possible cause of the alarm. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).